Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. H3 other text : product not returned.

Event description:
It was reported tha the universal driver does not hold correctly the implant and the implant felt to the floor. The oldest version of driver did hold correctly but this new version doesn't. Procedure completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.